Event description:
It was reported that the subject device exhibited scope communication error (b30). The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
E1-facility address: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is chipped. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the costumer could not be detected. However, the most probable cause of the additional malfunction identified during investigation traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.